Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The forceps were function tested using the handle and the cups would open but they would not close when using the handle. No other anomalies were detected with the device. The forceps will be sent back to the supplier for further evaluation. The supplier provided the following information: one device from the reported event was returned in a zip type bag with proof of decontamination. The device has a butt joint where the solder connection has broken. The reported defect has been confirmed. Due to the product and lot numbers not being provided the device history records could not be reviewed. A review of the device history record could not be conducted because the lot number was not provided. Investigation evaluation: the customer experienced issue of "the device broke" was confirmed; has a butt joint where the solder joint connection has broken. The root cause is a butt joint with a broken control wire / link wire solder joint. Eti is currently working on improvements to create a more robust soldering process to prevent solder joints from breaking. These improvements are currently awaiting customer approval prior to implementation. The instructions for use product inspection state: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forcep is coiled may result in damage to the performance characteristics of the forceps." Prior to distribution, all captura forceps are subjected to a visual inspection and functional test to ensure proper workability. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook captura serrated forceps with spike. During the procedure, the technician closed the jaws and the device broke. On 03/28/2017, the device was received for evaluation. It was found that the jaws would open but would not close.